Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was 400 mg/dl. The customer continued to use the pump for insulin therapy.